Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. It was confirmed via x-ray that the leads were fractured. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. A4: patient weight is unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.